Event description:
Analysis of the handheld was completed on 10/21/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software was completed on 10/21/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device would not hold a charge despite being fully charged the previous day. The lock button was confirmed to be disengaged. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.